Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was found to be cracked below the grip pad. There was no additional evidence of damage to the pump noted during investigation. The pump was confirmed to power on appropriately with the returned battery compartment. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6) 2015.